Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm when transporting patient out of cor en route to the ICU. The unit continued to alarm several more times but never stopped pumping. The patient was ready to be removed from the unit. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) successfully completed a simulated treatment on unit with testing catheter and trainer upon initially testing without exception. Identified low vacuum alarms in the logs, thus confirming user complaint. However, unable to replicate. Logs attached for reference. Unit successfully passes solenoid and safety leak tests. Identified shuttle and drive transducers, x1 and x2 respectively, holding pressure at around 395 mmhg when closing k6a, activating k7, plugging catheter port, and activating k8. Identified moisture in the purge line. Removed moisture completing condensation removal procedure without issue. Ran unit overnight under the biomed supervision at 80 bpm, identifying low vacuum alarms at 1726, 1912, and 1939 hours. Low vacuum alarms surfaced in october and november 2023, replacing fill and purge manifolds, as well as the respective lines/hoses, as well as shuttle and drive transducers. Given recent history for low vacuum alarms, narrowed down issue to pump assembly. Replaced pump assembly, and successfully completed a full function check without issue. On 13 march, unit ran overnight to isolate whether other low vacuum alarms surface. On 14 march, identified no re occurrences of low vacuum alarms in the logs.unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing dept. Received part number pump assembly serial number with a reported unit failure of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found that the side panel was not secured to the pump and no screws to secure it to the pump. This allows the inner workings of the pump to be exposed. The failure analysis and testing dept. Cannot investigate this complaint any further. Retaining the pump in the fat per procedure number 0002-07-d008 rev.aq.